Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. However, the device was inadvertently scrapped, therefore the cause of the reported issue could not be determined.

Event description:
A physio-control service representative was performing a technical service update on a physio owned device and found that the device would not charge. As a result, defibrillation therapy may not be available to a patient if needed. There was no patient use associated with the reported event.